Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified circumflex. The pilot 50 guide wire met resistance during advancement to the lesion. Resistance was also felt during retraction and after removal from the anatomy the tip coils were observed to be over-stretched and loose, the core was still intact and not separated. A new pilot 50 was used to finish the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.